Manufacturer narrative:
Product ID: 3889-28, lot# va0886t, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported that the patient never had therapeutic effect. The device never worked for the patient and never helped with their symptoms since they started with the therapy. The date of onset of the event was (B)(6) 2013. The cause of the event was not determined, it was not device related, and reprogramming was needed. The patient had initial right leg pain on program 1 and then had vaginal buzzing without leg pain on program 2. The patient had a posterior sensation on program 3 and then had right leg and pelvic sensation on program 4. After reprogramming, programs 1 and 2 gave the correct sensation, but the patient had no improvement in symptoms on (B)(6) 2013. Reprogramming was the action taken to resolve the event. The patient had their first stimulator replaced on (B)(6) 2013 because they tried to see if a different stimulator would provide therapeutic benefit. The device was removed without complication and the patient recovered without permanent impairment.